Event description:
On initial contact, dentist advised handpiece burned patient. During follow up, dentist advised patient was burned on right lateral border of tongue. Burn was second degree (blister) and swelling, a little more than 1 centimeter in diameter. The blister popped, so doctor trimmed outer layer, applied antibiotic and prescribed cream. No additional information available.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Damage was observed in bearing retainer, causing overheating and indicating improper user maintenance (cleaning/lubrication). Improper usage by user is also considered as a cause of the event. Device was repaired to original manufacturing specifications.